Event description:
It was reported that after a successful placement on 7/28/97, a follow-up visit revealed a circumferential tear in the stent inside the billiary duct. A plastic stent was placed inside the indwelling reported item on 9/20/97. No further complications have been reported.